Event description:
Customer reported the system dose output is too high. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the entrance dose level. System operates as intended.